Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was under-sensing. The patient was asymptomatic. Programming changes were made. Further information was requested but not received.